Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. Customer reported blood glucose (bg) level was 426 (mg/dl). A manual injection was delivered to address bg level. The customer stated they also experienced a low bg level (36 mg/dl) due to using manual injections instead of pump as insulin therapy. The customer was not using the pump at the time of the low bg level. Ice cream and graham crackers were consumed to address low bg. Reportedly the customer has a backup pump as alternate insulin therapy until the replacement pump is received.